Event description:
It was reported that air bubbles were observed within the tubing. Customer primed the tubing to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.